Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer's site for system inspection and completed a total service call. The fse found no system issues that may have contributed to the initially discordant advia centaur hbsag result. The customer's quality control results were acceptable at the time of the issue and there were no errors in the system event log. The cause for the (B)(6) advia centaur xp hbsag test result is unknown. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp hbsag result was obtained by the customer and was considered discordant when compared to the repeat (B)(6) test results. The customer re-centrifuged the patient's sample tube and retested for (B)(6) thinking that all (B)(6) test results with an index greater than one required repeat verification testing. The repeat test results were (B)(6). The patient sample was again tested in duplicate later that morning and the results were (B)(6). The customer reported a (B)(6) test result. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp hbsag assay result.